Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 500 mg/dl with polydypsia and polyuria associated with a cartridge issue. It was reported that the patient¿s healthcare provider made recent changes to their basal rate. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was reported that the patient changes their site every 6-10 days and was using expired cartridges. The reporter stated that the patient was under extra stress with a thyroid condition. It was determined by cts that the patient was not using the cartridges per their instructions for use. This complaint is being reported because the patient allegedly experienced hyperglycemia due to use error.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.